Event description:
On 8/15/96 a donor experienced an acd reaction during a plateletpheresis because the pump handle had been left open. On 10/23/96 upon review of info received as of 10/23 it was deemed that this type of event is reportable event and at this point add'l info was requested from the customer. The customer was unable to remember specific event info such as the event date. The nurse thinks that it occurred approx on 10/1/96 but is not sure. The nurses have always regulated pt's acd delivery carefuly because of pt's acd sensitivity. At the time when the incident occurred the donor received approx 200-300 ml of acd in 15 minutes. Symptoms were tingling and numbness. The donor recuperated okay and was released in good condition.